Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. In addition, there was an o-ring from a previous cartridge on the pneumatic tap. Customer¿s blood glucose level was 347 mg/dl. Customer removed o-ring and was able to successfully resume insulin delivery.